Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction') and cervical dysplasia ('hsil cin ii') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included septoplasty (at 49 years) in 2014, radiofrequency ablation (at 49 years) in 2014, menopause (at 49 years) in 2013, myringotomy (left ear exploratory tympanotomy), elbow operation (at age 26 and 49 years), iron deficiency anaemia, chronic rhinitis (excl allergic) (no asthma), gravida ii and parity 2. Menarche age 12 years. Menstruation rate 27/4. Menopause age 49 years. No asthma, no arterial hypertension, no diabetes mellitus, no dyslipidaemia. Possible allergy to inzitan and vitamin b1 (negative allergy tests). Concurrent conditions included chronic conjunctivitis and nickel sensitivity. The patient also had a family history of onychodystrophy (in daughter), multiple allergies (with chronic rhinoconjunctivitis in daughter), seborrheic dermatitis, breast cancer (aunt on mother's side) and chronic rhinitis (excl allergic). Concomitant products included biotin, iron and omeprazole. In 2006, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient experienced endometrial atrophy ("atrophic endometrium"), hydrometra ("hydrometra"), cervicitis ("chronic cervicitis with surface squamous metaplasia, no evidence of neoplasia") and hyperthecosis ("bilateral ovarian hyperthecosis"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria hospitalization and intervention required) with rash papular, cervical dysplasia (seriousness criterion medically significant) with human papilloma virus test positive, dermoid cyst ("inflamed infundibular epidermoid cyst-like lesion on her back"), alopecia ("hair loss"), onychomadesis ("nail loss, onychodystrophy") and swelling ("swelling"). The patient was hospitalized from (B)(6) 2019. The patient was treated with hpv vaccine and surgery (high-grade conization on (B)(6) 2014, vaccination 2015 and laparoscopic hysterectomy with double adnexectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the hypersensitivity, cervical dysplasia, endometrial atrophy, hydrometra, cervicitis, dermoid cyst, hyperthecosis, alopecia, onychomadesis and swelling outcome was unknown. The reporter considered alopecia, cervical dysplasia, cervicitis, dermoid cyst, endometrial atrophy, hydrometra, hypersensitivity, hyperthecosis, onychomadesis and swelling to be related to essure (ess205). The reporter commented: visit on (B)(6) 2018: onychodystrophy of a possible metabolic and inflammatory cause (psoriasis). Examined in 2013, 2014, 2015 and 2016 in this regard. Poorly managed with zorac gel. Well managed with clobetasol 8% lacquer. Possible psoriasis on the scalp. Daughter with nail disorder similar to mother. Father with seborrheic dermatitis vs. Psoriasis. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2019: haemoglobin: normal. Cytology - on (B)(6) 2018: human papillomavirus 16: negative, human papillomavirus 18: negative. Other high-risk human papillomavirus: positive. Cytology: negative. Gynaecological examination - on (B)(6) 2019: normal external genitalia, normal vagina, clean cervix. Uterus of normal size, shape and consistency, normal annexes. Breast examination within normal range; on (B)(6) 2019: general condition: normal, dome in good condition (scar changes) vaginal mucosal atrophy. No pain, no feeling of collection. Integrated vault. Surgical wound in good condition. Hysteroscopy - on (B)(6) 2019: not possible due to obstructed external cervical orifice. Magnetic resonance imaging - on (B)(6) 2019: no signs of polyps (limited sensitivity). The presence of large endoluminal lesions or significant infiltration of the myometrium is ruled out. The cervix retains the usual hypointense signals with no signs of lesions. Atrophic ovaries. Absence of free liquid. No adenomegaly observed. Diverticulum in sigma. Conclusion: very limited endometrial examination due to the magnetic susceptibility of the essure artefacts. Pathology test - on (B)(6) 2019: uterus and 2 adnexae: 2 metallic tubal devices, no tubal lesions, bilateral ovarian hyerthecosis, collection of liquid in uterine cavity (hydrometra), atrophic endometrium, nonspecific chronic cervicitis with surface squamous metaplasia without evidence of intracervical neoplasia. Skin test - on (B)(6) 2019: positive for nickel sulphate (48 and 96 hours) and cobalt chloride (96 hours). Allergic sensitization to nickel sulphate and cobalt chloride. Other metals tested negative. Ultrasound scan - on (B)(6) 2019: atrophic uterus with a small amount of intracavitary fluid (obstruction of the cervical channel and the external cervical orifice). The right essure is positioned in the cornual area and the left essure is positioned partly towards the cavity; on (B)(6) 2019: no free fluids in pouch of douglas. No pelvic masses or fluid collection. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-mar-2021: ha number received again - no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction'), cervical dysplasia ('hsil cin ii') and hydrometra ('hydrometra') in a 42-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included septoplasty (at 49 years) in 2014, radiofrequency ablation (at 49 years) in 2014, menopause (at 49 years) in 2013, myringotomy (left ear exploratory tympanotomy), elbow operation (at age 26 and 49 years), iron deficiency anaemia, chronic rhinitis (excl allergic) (no asthma), gravida ii and parity 2. Menarche age 12 years. Menstruation rate 27/4. Menopause age 49 years. No asthma, no arterial hypertension, no diabetes mellitus, no dyslipidaemia. Possible allergy to inzitan and vitamin b1 (negative allergy tests). Concurrent conditions included chronic conjunctivitis and nickel sensitivity. The patient also had a family history of onychodystrophy (in daughter), multiple allergies (with chronic rhinoconjunctivitis in daughter), seborrheic dermatitis, breast cancer (aunt on mother's side) and chronic rhinitis (excl allergic). Concomitant products included biotin, iron and omeprazole. In 2006, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient experienced hydrometra (seriousness criterion medically significant), cervicitis ("chronic cervicitis with surface squamous metaplasia, no evidence of neoplasia"), endometrial atrophy ("atrophic endometrium") and hyperthecosis ("bilateral ovarian hyperthecosis"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria hospitalization and intervention required) with rash papular, cervical dysplasia (seriousness criterion medically significant), alopecia ("hair loss"), onychomadesis ("nail loss, onychodystrophy"), swelling ("swelling") and dermoid cyst ("inflamed infundibular epidermoid cyst-like lesion on her back") and was found to have human papilloma virus test positive ("human papilloma virus"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with hpv vaccine and surgery (high-grade conization on (B)(6) 2014, vaccination 2015 and laparoscopic hysterectomy with double adnexectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the hypersensitivity, cervical dysplasia, hydrometra, cervicitis, human papilloma virus test positive, endometrial atrophy, hyperthecosis, alopecia, onychomadesis, swelling and dermoid cyst outcome was unknown. The reporter considered alopecia, cervical dysplasia, cervicitis, dermoid cyst, endometrial atrophy, human papilloma virus test positive, hydrometra, hypersensitivity, hyperthecosis, onychomadesis and swelling to be related to essure (ess205). The reporter commented: visit on (B)(6) 2018: onychodystrophy of a possible metabolic and inflammatory cause (psoriasis). Examined in 2013, 2014, 2015 and 2016 in this regard. Poorly managed with zorac gel. Well managed with clobetasol 8% lacquer. Possible psoriasis on the scalp. Daughter with nail disorder similar to mother. Father with seborrheic dermatitis vs. Psoriasis. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2019: haemoglobin: normal. Cytology - on (B)(6) 2018: human papillomavirus 16: negative, human papillomavirus 18: negative. Other high-risk human papillomavirus: positive. Cytology: negative. Gynaecological examination - on (B)(6) 2019: normal external genitalia, normal vagina, clean cervix. Uterus of normal size, shape and consistency, normal annexes. Breast examination within normal range; on (B)(6) 2019: general condition: normal, dome in good condition (scar changes) vaginal mucosal atrophy. No pain, no feeling of collection. Integrated vault. Surgical wound in good condition. Hysteroscopy - on (B)(6) 2019: not possible due to obstructed external cervical orifice. Magnetic resonance imaging - on (B)(6) 2019: no signs of polyps (limited sensitivity). The presence of large endoluminal lesions or significant infiltration of the myometrium is ruled out. The cervix retains the usual hypointense signals with no signs of lesions. Atrophic ovaries. Absence of free liquid. No adenomegaly observed. Diverticulum in sigma. Conclusion: very limited endometrial examination due to the magnetic susceptibility of the essure artefacts. Pathology test - on (B)(6) 2019: uterus and 2 adnexae: 2 metallic tubal devices, no tubal lesions, bilateral ovarian hyerthecosis, collection of liquid in uterine cavity (hydrometra), atrophic endometrium, nonspecific chronic cervicitis with surface squamous metaplasia without evidence of intracervical neoplasia. Skin test - on (B)(6) 2019: positive for nickel sulphate (48 and 96 hours) and cobalt chloride (96 hours). Allergic sensitization to nickel sulphate and cobalt chloride. Other metals tested negative. Ultrasound scan - on (B)(6) 2019: atrophic uterus with a small amount of intracavitary fluid (obstruction of the cervical channel and the external cervical orifice). The right essure is positioned in the cornual area and the left essure is positioned partly towards the cavity; on (B)(6) 2019: no free fluids in pouch of douglas. No pelvic masses or fluid collection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of hypersensitivity ("allergic reaction") and cervical dysplasia ("hsil cin ii") in a 42 year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of radiofrequency ablation (at 49 years) and septoplasty (at 49 years) in 2014, menopause (at 49 years) in 2013 and parity 2, gravida ii, chronic rhinitis (excl allergic) (no asthma), iron deficiency anaemia, elbow operation (at age 26 and 49 years) and myringotomy (left ear exploratory tympanotomy). Menarche age 12 years. Menstruation rate 27/4. Menopause age 49 years. No asthma, no arterial hypertension, no diabetes mellitus, no dyslipidaemia. Possible allergy to inzitan and vitamin b1 (negative allergy tests). The patient had a family history of chronic rhinitis (excl allergic), onychodystrophy (in daughter), multiple allergies (with chronic rhinoconjunctivitis in daughter), seborrheic dermatitis and breast cancer (aunt on mother's side). Concurrent conditions were listed as sexually transmitted disease carrier, human papilloma virus test positive, nickel sensitivity and chronic conjunctivitis. Concomitant products included omeprazole, iron and biotin. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006 she experienced post procedural discomfort ("discomfort in the first month") and abdominal distension ("abdominal distention"). On (B)(6) 2006 she experienced intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2018 she experienced hydrometra ("hydrometra"), abdominal pain lower ("severe hypogastric pain") and back pain ("back pain"). On (B)(6) 2019 she experienced endometrial atrophy ("atrophic endometrium"), cervicitis ("chronic cervicitis with surface squamous metaplasia, no evidence of neoplasia") and hyperthecosis ("bilateral ovarian hyperthecosis"). Essure (ess205) was removed the same day. An unknown time later she experienced hypersensitivity (seriousness criteria hospitalisation and intervention required) with rash papular, cervical dysplasia (seriousness criterion medically important) with human papilloma virus test positive, alopecia ("hair loss"), onychomadesis ("nail loss, onychodystrophy") and swelling ("swelling") and was found to have dermoid cyst ("inflamed infundibular epidermoid cyst-like lesion on her back"). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019. The patient was treated with hpv vaccine as well as surgery (laparoscopic hysterectomy with double adnexectomy and high-grade conization on (B)(6) 2014, vaccination 2015). In (B)(6) 2006, the post procedural discomfort and abdominal distension had resolved. At the time of the report, the outcomes for hypersensitivity, cervical dysplasia, endometrial atrophy, hydrometra, cervicitis, dermoid cyst, hyperthecosis, alopecia, onychomadesis and swelling were unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, cervical dysplasia, cervicitis, dermoid cyst, endometrial atrophy, hydrometra, hypersensitivity, hyperthecosis, intermenstrual bleeding, onychomadesis, post procedural discomfort and swelling to be related to essure (ess205) administration. The reporter commented: visit on (B)(6) 2018: onychodystrophy of a possible metabolic and inflammatory cause (psoriasis). Examined in 2013, 2014, 2015 and 2016 in this regard. Poorly managed with zorac gel. Well managed with clobetasol 8% lacquer. Possible psoriasis on the scalp. Daughter with nail disorder similar to mother. Father with seborrheic dermatitis vs. Psoriasis. Follow up on (B)(6) 2022: analysis provided by the hospital and physicians the devices were inserted on (B)(6) 2006 by a hysteroscopy specialist, with no complications and very good tolerance. In the clinical courses of the subsequent consultations, the gynecological review was normal until 2014 when the patient was diagnosed as a carrier of hpv (essure is a method whose purpose is contraception, not protection against sexually transmitted diseases). As a summary, it is considered that both the information and the performance of the essure insertion procedure were carried out correctly and in accordance with the protocol.in the same way, the subsequent surgical interventions were a consequence of pathologies derived from stds that the patient acquired, in which the implantation of the devices did not influence. Essure removal for adverse event and hysterectomy for concomitant condition. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy endometrium] on (B)(6) 2006: proliferative endometrium [blood test] on (B)(6) 2019: haemoglobin: normal [cytology] on (B)(6) 2018: human papillomavirus 16: negative, human papillomavirus 18: negative. Other high-risk human papillomavirus: positive. Cytology: negative [gynaecological examination] on (B)(6) 2019: normal external genitalia, normal vagina, clean cervix. Uterus of normal size, shape and consistency, normal annexes. Breast examination within normal range; on (B)(6) 2019: general condition: normal, dome in good condition (scar changes) vaginal mucosal atrophy. No pain, no feeling of collection. Integrated vault. Surgical wound in good condition [hysteroscopy] on (B)(6) 2006: satisfactory placement of the devices in the tubes; on (B)(6) 2006: devices were well placed; on (B)(6) 2019: not possible due to obstructed external cervical orifice [magnetic resonance imaging] on (B)(6) 2019: no signs of polyps (limited sensitivity). The presence of large endoluminal lesions or significant infiltration of the myometrium is ruled out. The cervix retains the usual hypointense signals with no signs of lesions. Atrophic ovaries. Absence of free liquid. No adenomegaly observed. Diverticulum in sigma. Conclusion: very limited endometrial examination due to the magnetic susceptibility of the essure artefacts [pathology test] on (B)(6) 2019: uterus and 2 adnexae: 2 metallic tubal devices, no tubal lesions, bilateral ovarian hyerthecosis, collection of liquid in uterine cavity (hydrometra), atrophic endometrium, nonspecific chronic cervicitis with surface squamous metaplasia without evidence of intracervical neoplasia [skin test] on (B)(6) 2019: positive for nickel sulphate (48 and 96 hours) and cobalt chloride (96 hours). Allergic sensitization to nickel sulphate and cobalt chloride. Other metals tested negative [ultrasound scan] on (B)(6) 2019: atrophic uterus with a small amount of intracavitary fluid (obstruction of the cervical channel and the external cervical orifice). The right essure is positioned in the cornual area and the left essure is positioned partly towards the cavity; on (B)(6) 2019: no free fluids in pouch of douglas. No pelvic masses or fluid collection [x-ray] in (B)(6) 2006: control: both essure normo-inserts. Quality-safety evaluation of ptc: for essure (ess205): unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 08-nov-2022: reporter (physician) was added. Essure insertion without complication, devices in place on (B)(6) 2006 and (B)(6) 2006 on x-ray control. Tests added 2006. Events added: postprocedural discomfort, abdominal distension, metrorrhagia, lower abdominal pain, back pain (diagnosis date of hydrometra added). Essure removal for adverse event and hysterectomy for concomitant condition. Comment added: the gynecological review was normal until 2014 when the patient was diagnosed as a carrier of hpv (essure is a method whose purpose is contraception, not protection against sexually transmitted diseases). As a summary, it is considered that both the information and the performance of the essure insertion procedure were carried out correctly and in accordance with the protocol. In the same way, the subsequent surgical interventions were a consequence of pathologies derived from stds that the patient acquired in which the implantation of the devices did not influence. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ('allergic reaction'), cervical dysplasia ('hsil cin ii') and hydrometra ('hydrometra') in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included septoplasty (at (B)(6) years) in 2014, radiofrequency ablation (at (B)(6) years) in 2014, menopause (at (B)(6) years) in 2013, myringotomy, elbow operation (at age (B)(6) years), iron deficiency anaemia, chronic rhinitis (excl allergic) (no asthma), gravida ii and parity 2. Menarche age (B)(6) years. Menstruation rate 27/4. Menopause age (B)(6) years. No asthma, no arterial hypertension, no diabetes mellitus, no dyslipidaemia. Possible allergy to inzitan and vitamin b1 (negative allergy tests). Concurrent conditions included chronic conjunctivitis and nickel sensitivity. The patient also had a family history of onychodystrophy (in daughter), multiple allergies (with chronic rhinoconjunctivitis in daughter), seborrheic dermatitis, breast cancer (aunt on mother's side) and chronic rhinitis (excl allergic). Concomitant products included biotin, iron and omeprazole. In 2006, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient experienced hydrometra (seriousness criterion medically significant), cervicitis ("chronic cervicitis with surface squamous metaplasia, no evidence of neoplasia"), endometrial atrophy ("atrophic endometrium") and hyperthecosis ("bilateral ovarian hyperthecosis"). On an unknown date, the patient experienced hypersensitivity (seriousness criteria hospitalization and intervention required) with rash papular, cervical dysplasia (seriousness criterion medically significant), alopecia ("hair loss"), onychomadesis ("nail loss, onychodystrophy"), swelling ("swelling") and dermal cyst ("inflamed infundibular epidermoid cyst-like lesion on her back") and was found to have human papilloma virus test positive ("human papilloma virus"). The patient was hospitalized from (B)(6) 2019. The patient was treated with hpv vaccine and surgery (high-grade conization on (B)(6) 2014, vaccination 2015 and laparoscopic hysterectomy with double adnexectomy on (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the hypersensitivity, cervical dysplasia, human papilloma virus test positive, hydrometra, cervicitis, endometrial atrophy, hyperthecosis, alopecia, onychomadesis, swelling and dermal cyst outcome was unknown. The reporter considered alopecia, cervical dysplasia, cervicitis, dermal cyst, endometrial atrophy, human papilloma virus test positive, hydrometra, hypersensitivity, hyperthecosis, onychomadesis and swelling to be related to essure (ess205). The reporter commented: visit on (B)(6) 2018: onychodystrophy of a possible metabolic and inflammatory cause (psoriasis). Examined in 2013, 2014, 2015 and 2016 in this regard. Poorly managed with zorac gel. Well managed with clobetasol 8% lacquer. Possible psoriasis on the scalp. Daughter with nail disorder similar to mother. Father with seborrheic dermatitis vs. Psoriasis. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2019: hemogram: haemoglobin: normal. Cytology - on (B)(6) 2018: human papillomavirus 16: negative, human papillomavirus 18: negative. Other high-risk human papillomavirus: positive. Cytology: negative. Gynaecological examination - on (B)(6) 2019: normal external genitalia, normal vagina, clean cervix. Uterus of normal size, shape and consistency, normal annexes. Breast examination within normal range; on (B)(6) 2019: general condition: normal, dome in good condition (scar changes) vaginal mucosal atrophy. No pain, no feeling of collection. Integrated vault. Surgical wound in good condition. Hysteroscopy - on (B)(6) 2019: not possible due to obstructed external cervical orifice. Magnetic resonance imaging - on (B)(6) 2019: no signs of polyps (limited sensitivity). The presence of large endoluminal lesions or significant infiltration of the myometrium is ruled out. The cervix retains the usual hypointense signals with no signs of lesions. Atrophic ovaries. Absence of free liquid. No adenomegaly observed. Diverticulum in sigma. Conclusion: very limited endometrial examination due to the magnetic susceptibility of the essure artefacts. Pathology test - on (B)(6) 2019: uterus and 2 adnexae: 2 metallic tubal devices, no tubal lesions, bilateral ovarian hyperthecosis, collection of liquid in uterine cavity (hydrometra), atrophic endometrium, nonspecific chronic cervicitis with surface squamous metaplasia without evidence of intracervical neoplasia. Skin test - on (B)(6) 2019: positive for nickel sulphate (48 and 96 hours) and cobalt chloride (96 hours). Allergic sensitization to nickel sulphate and cobalt chloride. Other metals tested negative. Ultrasound scan - on (B)(6) 2019: atrophic uterus with a small amount of intracavitary fluid (obstruction of the cervical channel and the external cervical orifice). The right essure is positioned in the cornual area and the left essure is positioned partly towards the cavity.; on (B)(6) 2019: no free fluids in pouch of douglas. No pelvic masses or fluid collection. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.